Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported the system intermittently displays an error message and will not display an image. No pt injury was reported.